Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01129. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 10 months manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the device and no further issues have been reported at this time. The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with on-going black stools to the gastroenterologist on (B)(6) 2018. The patient started having black stools in the beginning of (B)(6). The patient has been feeling poorly for the last several months, notably complaints of increased fatigue, lightheadedness, ¿feeling cold¿ and mild shortness of breath. Per verbal report, blood count was checked which revealed a hemoglobin of 6.5 g/dl. Per chart review, the patient was on aspirin (asa) 325 mg daily, warfarin with inr of 1.9, and no recent supra-therapeutic levels. The patient has been taking ¿bayer back and body¿, which contains 500mg of asa, at least daily for joint pain. Hemoglobin and hematocrit ratio was 8.5/28 upon admission. The patient was transfused with 1 unit of packed red blood cells (prbc). Hemoglobin and hematocrit levels were rechecked and the patient was held on asa and warfarin. The site of bleeding was identified to be gastrointestinal. The anti-coagulants at the time of the adverse event were aspirin and warfarin. No additional information was provided. Additional information: it was reported that endoscopy was performed which revealed no source for bleeding. Following procedure, warfarin and aspirin (asa) resumed and proton pump inhibitor (ppi) was given twice a day (bid). Iron studies were markedly low on admission treated with 4 doses of intravenous iron. The slow gastrointestinal (gi) bleed was attributed to an aspirin based products that the patient was using for right shoulder pain. This was discontinued and the patient's stools have returned to normal. The patient was seen in clinic on (B)(6) 2018 and the gi bleed resolved. The patient is now back on aspirin 325 and warfarin without any further signs of bleeding.